Event description:
It was reported that the pump did not recognize the bolus dispenser. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.